Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete device and event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's (italy) ipg is inoperable. The patient had an unrelated spinal surgery on an unknown date, and the ipg was not put into surgery mode. As a result, surgical intervention may take place.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.